Event description:
Per the clinic, the patient developed an infection at the implant site.

Event description:
Per the clinic, the patient experienced wound dehiscence and drainage (specific date not reported). Subsequently, the device was explanted on (B)(6) 2024. There are no plans to reimplant the patient with a new device as of the date of this report.